Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a7700e25 mechanical valve, implanted: (B)(6) 2003; 5076-52 lead, implanted: (B)(6) 2014. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated damage at implant; full lead returned and analyzed.

Event description:
It was reported that there was fluctuating impedance to high levels and a possible lead fracture. The device had been programmed to vvi 40 until eventually the atrial lead was capped and replaced. Additionally, a new lv (left ventricular) lead was attempted to be implanted, but the lead dislodged during implant of the replacement atrial lead, and the physician felt it would not stay in the vessel long term. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.